Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection showed no visible damage to the handle section. The ligator housing was not returned for evaluation, which limited the ability to fully assess the deployment mechanism. No additional abnormalities were observed with the components received. The reported event of bands failure to deploy could not be fully confirmed through testing because the ligator housing was not available for analysis. A risk review was completed and confirmed that bands failure to deploy is defined in the risk documentation and is documented accordingly. Product record review verified that the device met all manufacturing specifications prior to distribution and no abnormalities were noted during the assembly process. Due to the limited evidence and the absence of critical device components, it is not possible to determine whether the issue resulted from procedural factors or a device related malfunction. Therefore, the most probable root cause for this event is classified as unable to exclude device problem.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.